Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate, s. Aureus, was misidentified as s. Epidermidis. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4128509. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. Panel batch 4128509 was unavailable for investigation testing and a comparable batch was used. To investigate, three retention panels each from the comparable batch and a control panel each from the same material but different batch number were tested using customer returned isolate staphylococcus aureus 24h-300m10028 and staphylococcus aureus 24h-299m10072 on a phoenix m50 machine and evaluated for identification results. Previous investigation of complaint batch 4128509 shows qc isolates s. Aureus a29213 and s. Aureus a25923 were tested on a phoenix m50 machine and evaluated for identification results. All panels tested identified the isolates as staphylococcus aureus, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k13133. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate, s. Aureus, was misidentified as s. Epidermidis. No health impact or consequence reported.